Manufacturer narrative:
The product associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address a dvra-l plate which broke into two pieces one month post-op. Plate was broken at the distal screw hole in the shaft of the plate. The surgeon suspects that the incident was caused by either a trauma due to a very highly active and occasionally noncompliant pt, or a manufacturing error in the particular plate. Actual cause is unk.